Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose readings. The reading was 279 mg/dl at the time of the call. Troubleshooting revealed that the insulin pump had been alarming motor error. The displacement test was performed and the insulin pump failed the test.